Manufacturer narrative:
Medical device expiration date: unknown. (B)(6). Device manufacture date: unknown. Investigation summary: one photo was provided to our quality engineer for investigation. Through visual inspection, the drug was observed leaking past the stopper. No damage or molding defective could be identified in the photo. As a lot number was unknown for this incident, a device history record review could not be completed and additional retained samples could not be investigated. Based on the available information we are not able to determine a root cause at this time. Complaints received for this defect and device will be monitored by our quality team for signs of emerging trends. Investigation conclusion: it has been received 1 picture for investigation. Upon visual inspection of the picture received, it can be observed drug leakage passing the stopper. No damage or molding defect can be appreciated in the picture that could have caused this defect. Retained samples cannot be evaluated since lot number is not available. Tightness test is performed to every syringe during manufacturing process in assembly station. In case any fails, it is rejected to scrap automatically. Since no sample has been received neither retained samples can be evaluated, leak test according to iso 7886-1 annex d cannot be performed. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures (jg-301, jg-302, jg-303 and jg-304). Since no physical sample has been received and with the info available, the root cause of the alleged defect cannot be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our quality team regularly reviews the collected data for identification of emerging trends. Root cause description: cannot be determined. Rationale: based on qda limits for this product and defect no corrective action is required at this time.

Event description:
It was reported that bd plastipak¿ syringe luer tip leaked. The following information was provided by the initial reporter: please find enclosed a declaration of medical device vigilance regarding sealing of the seal on a 50 ml ll syringe. The packaging has been thrown we can not know its lot number. The syringe has been kept, however it was used for the production of anticancer drugs. When taking 5fu with my syringe, the 5fu went through the bottom piston, joint not sealed. 5fu ended up on my gloves and my sterile field. Syringe filled with 5fu preserved. Packaging discarded before I realize the problem: the batch number is not available.